Event description:
This lead was explanted and discarded by the hospital due to a drop in impedances while upgrading the patient to an ICD. Should additional information become available, this record will be updated.